Manufacturer narrative:
Further information from the reporter regarding product details has been requested. No additional information is available at this time. Visual evaluation:visual analysis of the identified photos: yellow particles in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.